Event description:
Procedure type: lap chole. According to the reporter: post operatively, the patient became ill and was returned to surgery. It was then noticed that the clips that occluded the cystic duct were not present. The abdomen contained bile, which was removed and washed out. An ercp was also performed. Current patient status is unknown but believed to have been discharged in well condition.